Event description:
The following report was received by medtronic (covidien): during onyx injection for an intracranial arteriovenous malformation (avm), the marathon catheter ruptured and onyx leaked from the distal end, which resulted in a blood vessel blockage. The minimal radiography performed normal prior to rupture. Prior to the rupture, it was noted that the initial onyx injection went well with no rupture. Anesthesia was deepened. Further medical intervention was required and surgery time was extended by more than 30 minutes. Patient was reported to be in a coma.

Manufacturer narrative:
The marathon catheter was returned for evaluation and onyx residue was found inside the catheter hub. The useable length and distal segment was measured to be within specification. The catheter was found to be bent at several segments and ruptured at approximately 5.5cm from the distal end due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. The cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacturing. (B)(4).

Manufacturer narrative:
The device has not been returned for evaluation. The lot history record of the reported lot number has been reviewed and no quality issues were noted. The catheter has not been returned for evaluation. At this time a definitive date for the device return cannot be provided. Information received from the same report as MFR 2029214-2015-00572. (B)(4).